Manufacturer narrative:
Integra has completed their internal investigation on november 13, 2017. Results: evaluation of returned device; the laser welding between speculum and frame is cracked. There is not fragment. A thorough observation of welding did not highlighted welding defect. DHR review; (always include DHR review, if lot number or device not provided, explain why). No anomalies that could be associated with the complaint were observed. Complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: the origin of the crack cannot be determined with certainty. The most probable cause is an excessive constraint on the speculum.

Event description:
It was reported that the device seal broke. Product was in contact with the patient; however, no patient injury reported and the event lead to 45 minutes surgical delay.